Manufacturer narrative:
Concomitant medical products: product ID dtbb1d1 crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed some atrial lead undersensing with occasional intermittent atrial pacing during atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.